Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device would not power on. The device's front panel pca was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device would not power on. The device's front panel pca was replaced to address the issue. During the evaluation, the flow sensor assembly, inlet air path assembly, inlet foam, blower bellows and transition tube were replaced due to nicotine contamination.